Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the the longevity remaining estimates reported by the programmer was appropriate when the field representative interrogated the device again. The device battery status was elective replacement time (ert) so the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that two measures of longevity remaining estimates were conflicting. One measurement indicating the battery status was at beginning of life (bol) while the other indicated that elective replacement time (ert) was near. Boston scientific technical services (ts) was contacted for assistance. Data analysis revealed that the bol measurement may've been due to the programmer recording an inaccurate charge time measurement of 0 seconds. Ts advised to continue to monitor the battery status closely. This product remains in service. No adverse patient effects were reported.